Event description:
Reporter indicated a pt no longer felt vns stimulation. It was later learned high impedance readings were noted with vns diagnostics testing. No trauma or device manipulation was admitted. The reporter was advised to disable the vns due to the high lead impedance. X-rays were received which did not identify any obvious lead anomalies, but the film quality was poor and prevented adequate assessment. All attempts to the reporter for additional info and the plan of care regarding the pt's vns have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.